Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that one day post implant the patient implanted with this left ventricular (lv) lead developed diaphragmatic stimulation. Attempts to resolve through reprogramming was unsuccessful. Thorough testing revealed either diaphragmatic stimulation on all vectors at threshold or too high at lv threshold. The device remains implanted but electrically deactivated. No adverse patient effects were reported.